Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported their system was glitching, records were unable to be viewed as expected, and alarms were not working. The nurse recalled the glitch occurred on all the units, and patient records were lost for the time span from 10:15 am to 10:30 am pst. The rse logged into philip remote services (prs) and it was determined the primary server is a virtual machine (vm) and it had been up for only 4 hours according to the uptime in the task manager, which meant the vm was down during the issue. The rse informed the customer the vm was down at the time of the event and advised them to view the device logs around the time the vm went down. The rse provided the customer with a few screenshots via email and explained the situation in brief. The rse recommended the customer to consult with their it department. It was noted the device had been operating under both a philips and a customer supplied network. The philips rse informed the customer, the primary server is a virtual machine (vm), and it had gone down during the time of the event which impacted the alarm functionality. The rse provided the customer with a few screenshots via email and explained the situation in brief. The rse recommended the customer to consult with their it department. No further investigation or action is warranted at this time.

Event description:
It was reported the alarms were not working as expected. The device was in use on patient at time of event, there was no adverse event reported.